Event description:
The customer reported that during a dermatological tumorectomy, the device came apart. The device was not replaced and the product was completed without incident. Nothing fell into the pt cavity. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). A visual examination of the incident sample revealed that the device handle had separated but was still held together by the wires. The handle weld was determined to be misaligned, causing a lack of weld integrity. Modifications to the welder nest wire were implemented in (B)(4) 2013 in order to eliminate laser weld issues. This device was manufactured prior to this change.